Manufacturer narrative:
Event date unknown product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this pulmonary valved conduit, it was explanted and replaced with a non-medtronic device. The reason for replacement was not reported. No additional adverse patient effects were reported.